Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the left circumflex artery. Following pre-dilatation with a 2.25mm non-bsc balloon catheter, a 2.25 x 38 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient and the stent struts were found to be lifted. Subsequently, dilatation was performed again with the 2.25mm non-bsc balloon catheter and the procedure was completed with another 2.25 x 38 synergy drug-eluting stent. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: the synergy ous mr 2.25 x 38mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found proximal stent damage. The outer diameter of the remaining undamaged crimped stent was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed. The wings of the balloon cones were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube kink 240mm distal from the distal end of the strain relief. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip identified no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the left circumflex artery. Following pre-dilatation with a 2.25mm non-bsc balloon catheter, a 2.25 x 38 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient and the stent struts were found to be lifted. Subsequently, dilatation was performed again with the 2.25mm non-bsc balloon catheter and the procedure was completed with another 2.25 x 38 synergy¿ drug-eluting stent. No patient complications nor injuries were reported.